Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose level of 300 mg/dl at the time of admission. Customer experienced symptoms related to their high blood glucose such as body pain. The customer has been wearing the device prior to the high blood glucose event and does not allege that was under delivering insulin. Troubleshooting was completed but declined to perform high pressure test due to no clamp available. The insulin pump was not replaced or returned for analysis. Frn - reservoir.